Event description:
Nurse noticed blood dripping down the front of the machine while patient was on treatment. Nurse and tech inspected further and found that the tubing set had a leak where it branches off into a y. Tubing set changed and continued procedure. Patient stated feeling okay and no obvious adverse effects are suspected.